Event description:
A distributor in ireland reported a malfunction alarm with a pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump and assisted with the reset, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.